Manufacturer narrative:
This report is being amended to reflect changes. Device history records were reviewed and no deviations or anomalies were found. A product history search revealed no additional complaints against the related part and lot combination. Review of primary operative notes relayed that the components were implanted using a cementless technique and revealed the same results as trialing. Physical therapy notes noted that the patient appears to have adhered to the rehabilitation program developed, they also indicate that the patient has some pain aggravated with activities. Review of revision operative notes confirms patient underwent a right total knee arthroplasty due to a failed, recalled tibial component. The synovial fluid was reported to be clear and tests were negative for infection. The tibial plate was removed, revealing approximately (B)(6) of bony ingrowth. A field action was conducted on (B)(6) 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Manufacturer narrative:
(B)(4). Other devices used: catalog #42502806802, persona cr femoral component, lot #62590638; catalog #42522000612, persona cr articular surface, lot #62651172. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent a revision due to pain.